Manufacturer narrative:
Device was returned for investigation. It was reported that as received, only the pilot balloon subassembly was returned. The distal end of the balloon was cut. The proximal end with the luer valve was present, with the red valve insert observed to be detached and loose. No other damages or anomalies were observed. The complaint of a valve issue can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported after intubation, when air was injected into the pilot balloon with a syringe, the red valve cap came off. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.